Manufacturer narrative:
The instrument was returned and evaluated. Complaint of broken cable is confirmed with the following clarification: cable is frayed. One grip open cable is frayed at the grip hub. Frayed strands stick out at the hub. Other cables at wrist are not damaged. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci s surgical procedure, during set up, the surgical staff reported seeing a broken cable on the grasping retractor instrument. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.